Event description:
Customer reported unexpected positive reactions when testing donor samples with capture-cmv on the galileo.

Manufacturer narrative:
A service call was made to evaluate the instrument. Unit found to be operating within specifications. Customer re-tested cmv assay after receiving new lot of plates and reagents and results were as expected.